Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device cannot boot up. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint regarding the heartstart mrx, indicating that the device could not boot up. The issue occurred when the device was not in use on a patient. The customer cancelled the repair service, so no further investigation could be carried out. As a result, the cause of the reported issue could not be determined. As the customer cancelled the repair service, no action was taken by philips to resolve the reported issue, and the reported problem was not confirmed. The investigation concludes that no further action is required at this time. H3 other text : customer canceled service.